Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Upon further investigation, the ECG d wire was pulled from ECG c, as well as the ECG a and b cable was also pulled from the dn causing damage to dn j500. The root cause for the strained cable was excessive force.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.